Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had hypoglycemia. The customer stated that she had low blood glucose levels of 2.8 mmol/l. The customer stated that she gave herself too much insulin for her lunch. The customer stated that at lunch her blood glucose level was 7.3 mmol/l . The customer stated that she noticed small champagne bubbles inside the tubing after the second day. The customer stated that she would be missing 0.5 units of insulin and confirmed that blood glucose level was in range and the air bubbles were not affecting her blood glucose. Troubleshooting was not performed. Product is not expected to return. Additional device related incident: (B)(4) insulin pump.